Event description:
It was reported by service report that the headsection would not lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Tie rods. Eval of the unit was done by the customer.